Manufacturer narrative:
Device evaluation: one complaint sample was returned to the manufacturing site for evaluation. Small air bubbles and a larger air pocket were observed in the remaining solution inside the cylinder. No particles or debris were observed in or on the returned product. The customer's reported complaint was not verified. Retained product evaluation: visual inspection on retained products was performed. The solution was clear and colourless. All components were included in the product, without defects. Functional test was performed without malfunction. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that multiple shiny particles were found on the viscoelastic (ovd). No patient injury reported. Additional information was received and it was learnt that the reported ovd was injected into the patient's eye. No further information was provided.